Manufacturer narrative:
Citation: trezzi m et al. Surgical technique for placement of the melody valve in a dilated right ventricular outflow tract. J thorac cardiovasc surg. 2018 feb;155(2):739-741. Doi: 10.1016/j.jtcvs.2017.07.082. Epub 2017 aug 31. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding surgical technique for placement of a bioprosthetic valve in a dilated right ventricular outflow tract (rvot). The study population included 8 patients (median age (B)(6) years, median weight (B)(6) kg, gender not provided), all of which were implanted with medtronic melody bioprosthetic valve (no serial numbers provided). At two months post-implant, one patient with mild valvular insufficiency and a gradient of 32 mm hg underwent cardiac catheterization. The melody valve was noted to be slightly narrowed, possibly from recoil. Redilation resulted in no remaining gradient and trivial insufficiency. For all patients, at a mean follow-up of 26 months, echocardiography showed stable valve function with a median gradient of 15 mm hg (range, 9-18 mm hg) and no or trivial insufficiency in all cases. No additional adverse patient effects or product performance issues were reported.